Event description:
It was reported that the reservoir leaked past the second o-ring. Customer stated that this has happened with several reservoirs. Customer is following the reservoir protocol correctly. Advised customer that the reservoirs will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per inspection. No leaks or o-ring defects were found during test.inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed inspection. No leakage anomaly was observed during analysis. Checked o-rings for defects and none was found. Reservoir connected and locked in place properly.